Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recently underwent programming changes due to functional undersensing. These programming changes included, increasing the lower rate limit (lrl) from 60 to 80 beats per minute (bpm) and lowering the post-atrial right ventricular (rv) blanking to 50 ms. The patient was having a lot of ventricular tachycardia (vt) that started with ap [vs] pvc vp. Technical services (ts) discussed troubleshooting/programming options and post-atrial rv blanking was changed from 50 to 40 ms. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recently underwent programming changes due to functional undersensing. These programming changes included, increasing the lower rate limit (lrl) from 60 to 80 beats per minute (bpm) and lowering the post-atrial right ventricular (rv) blanking to 50 ms. The patient was having a lot of ventricular tachycardia (vt) that started with ap [vs] pvc vp. Technical services (ts) discussed troubleshooting/programming options and post-atrial rv blanking was changed from 50 to 40 ms. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received approximately two months later reported that possible intermittent crosstalk signals were observed, but were appropriately blanked. The health care professional (hcp) was concerned about sensor-driven atrial pacing on top of the premature ventricular contractions (pvcs). Ts reviewed additional programming options. This ICD system remains in service. No additional adverse patient effects were reported.